Event description:
The customer alleged a white residue on instruments and an adverse reaction due to the h2o2 contact. The customer stated the worker's symptoms cleared within a day. No medical attention was needed. The worker did not have personal protection equipment (ppe) on. The customer stated moving forward, ppe will be worn if there are any suspicions from the loads then re-run the load. The cause of the white residue on the packaging is unknown (perhaps due to moisture, per customer ). It dissipated within hours. No evidence of any white residue at this time. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact: the field service engineer (fse) reported all diagnostic tests passed. The vaporizer plate was in place. The unit met the manufacturer's specifications. A cycle was performed with no issues.